Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this external pacemaker was connected to a pacing dependent patient. When the battery needed to be changed due to low charge the expected 30 seconds of safety charge were not provided by the device. Thus the patient required resuscitation. After inserting the new battery, the patient recovered without further side effects. Should additional information be received, this file will be updated.